Event description:
An attempt was made to implant a 2.25mm diameter x 18mm length integrity rapid exchange rx bare metal coronary stent in a patient. The target lesion, located in the mid lcx was described as very tortuous, severely calcified with 70-80% stenosis and was pre-dilated, with 20-40% stenosis remaining. It was reported that when the physician attempted to deliver the stent to lesion, resistance was encountered, so he pushed the stent, with no success. When the device was being removed from the patient, the stent dislodged. An attempt was made to retrieve the dislodged stent using a snare, however this was unsuccessful. The stent was crushed using kissing balloon technique and remains in the patient. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the distal tip was flared. The folds on the proximal balloon pillow were partially opened. Crimp impressions were evident along the length of the balloon. Cine image review: review of the procedural images confirmed the severity of the calcification present in the lcx with images of incomplete balloon expansion in the proximal lcx. Although there are no images on the cd showing the attempted delivery and attempted withdrawal of an integrity stent from the proximal lesion, a dislodged stent is clearly evident on the wire distal to the tip of the guide catheter. Kissing balloon technique was used to crush the dislodged stent in the proximal lcx.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent dislodgement), patient condition affected effectiveness of the device (patient lesion morphology), failure to follow instructions (use of force). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology), user error contributed to event (use of force). (B)(4).